Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19nov2018. Philip's service engineer (se) inspected the device. The customer reported to the se that the backup battery would be replaced in house by the biomedical department.

Event description:
It was reported that during service of the device, the ventilators backup battery was not holding a charge. There was no patient involvement. The event date was not specified; estimate used.